Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual evaluation of the retuned instrument found be fractured and damages related to repeated uses. The device was submitted for further analysis. Analysis determined fracture is related to bending overload. Medical records were not provided. Device history record (DHR) review not required as the severity of the complaint is one. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to update the lot number and associated information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial articular surface fractured during the procedure. No debris fell in patient. There is no additional information at this time.